Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 400mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump had alarmed during the prime test due to faulty force sensor. The insulin pump received with scratched display window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.